Event description:
The customer reported obtaining differential vote outs while running controls on the coulter lh 500 hematology analyzer. The reported issue was associated with a contained two (2) drops of fluid leak found during startup. There was no report of injuries, erroneous results, direct physical contact with the fluid, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was discovered.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) discovered the leak was due to cut erythrolyse reagent pump (pm6) tubing at the inlet port of the blood sampling valve (bsv) center pad. The fse trimmed and reattached the tubing to resolve the leak and differential vote outs. (B)(4).